Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Patient reported the soft rubber component of the up button is torn. Patient states the up button does not work. No adverse event reported. Requested return of the alleged pump for evaluation.